Event description:
While giving a break to the nurse in the room, it was brought to my attention by md that the IV tubing has been coming apart spontaneously. The orderly in the room verified that this had been happening a lot lately. I asked if it was the patients from the same day unit and they both told me yes. The md showed me the IV tubing and I could see it had broken apart at the point of the connection between the regular IV tubing and the extension. I told md he had done an excellent job of "stop and resolve" and that I would follow up with the same day unit. I talked to the same day charge nurse about it and she told me it was the new tubing they have been using. She said the tubing comes with the extension already connected in the package and that is not something any of the same day staff assemble. She told me how it had come apart on her while inserting an IV and she told me it had come apart for another nurse on a patient he had in pacu. She showed me the tubing and then the two of us went to talk to the manager. We told her we had been having problems with the new IV tubing set and showed her the new connection. I told her I would write a report on it. The manager asked the rn to pass this on to the same day educators for skills day, which is coming up. The staff will be trained to double check the extension connection and tighten it. I told her I would let our educators know about it as well. The product is: braun IV administration set15 drops/ml, ref#(B)(4), product code- us1505 124in (315 cm).